Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed low shock impedance measurements of less than 20 ohms. Defibrillation threshold (dft) testing was performed; subsequently, device displayed an error code that indicated device had delivered a shock into a shorted lead. External pads were placed on the patient and the patient was transferred to another hospital for a system extraction. The local boston scientific field representative reported that the system was changed out to another manufacture's system. No further information is available. No adverse patient effects were reported.